Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s infusion site was torn out by a dog, and before that the patient had run out of insulin, leading to elevated glucose; the ilet did not revert to alternative therapy after shutdown or stoppage, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.